Event description:
It was reported that a vns patient died. Date of death was (B)(6) 2007. They were implanted with their vns system on (B)(6) 2004. No further information has been received in regards to the cause of death or relationship to their vns system.

Event description:
Additional information was attained from the county clerks office. The patient's cause of death per their death certificate was respiratory failure secondary to chronic resp failure and end stage pulmonary disease. The patient's vns products were buried with them. No autopsy was performed.